Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: USA insertion of product in to anatomy and almost caused perforation because the rings do not line up correctly, no harm to the patient reported. 15 minuted delay in surgery reported.

Manufacturer narrative:
Product md070r and md064r through md069r were pulled from stock. All locations contained mixed product with two different designs. Upon contact with the manufacturer merced, we were told that merced changed the product design and notified aesculap in early 2017 about the design change. This was communicated to formed buyer (B)(6), but (B)(6) did not inform anyone in (B)(6) (including qc/qa) about the design change. The new design has a shorter ring to tip measurement than the old design. Previous to this complaint, the length of the ring to the tip was not listed as a critical dimension on the product evaluation but it should have been. All product from stock with old design was scrapped. Merced provided updated drawings. One piece of each part number md064r through md069r being sent to (B)(6) in (B)(6) so that he can evaluate the new design and upload the new drawings. All product remaining in stock is currently on hold until the product is approved by (B)(6) and qa/qc. Md070r is a process pack which is made up of md064r through md069r, so it does not require a new evaluation. Only the single components require the new evaluation.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. Supplier: (B)(4). 12 pieces of md067r and 12 pieces of md069r were returned to aesculap and the customer was provided credit for that product. All products prior to the design change were removed/replaced. Investigation: condition of device received: (report by (B)(4)). N/a- did not receive the complaint devices back for evaluation. Root cause investigation results: looking at history of these devices, we were able to determine that the variance in specifications was caused by a change in patterns over the years. In 2012, the specifications changed . In 2017, the specifications changed when we introduced a higher-grade pattern. This change in pattern was approved by aesculap on march 2017. Based on this information, we can infer that the sets that your customer has are comprised of dilators from different patterns. Corrective action taken: n/a- we will continue to trend for this issue to prevent further reoccurrence. Furthermore, we will ensure that both aesculap and (B)(4) are in alignment when a new pattern is introduced. Device disposition: per aesculap, any dilators in inventory that were comprised of the pattern supplied by (B)(4) before 2017 were scrapped to prevent future sets being sold with mixed patterns of varying sizes. (B)(4) provided inspection drawings for the devices to aesculap on 3/15/18. In the interim, we held all inventory for containment. On 3/22/18, (B)(4) received approval from aesculap to release any open orders.